Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. It was also reported that the pump time was incorrect, cause was unknown. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.